Event description:
It was reported that the device has been returned to the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
D1. Brand name; corrected information ; initial MDR inadvertently included incorrect information e3. Occupation; corrected information ; initial MDR inadvertently included incorrect information

Manufacturer narrative:
B3. Date of event; corrected information ; sup MDR #2 inadvertently omitted information known prior to submission

Event description:
The suspect product had undergone product analysis testing. Lead fracture was confirmed through visual examination. Abraded openings were also found during the testing. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with neurologist when high impedance was observed. X-rays were taken and per the physician, no fractures were observed per the physician. The patient underwent a full revision surgery. The suspect product has not been returned to date. No other relevant information has been received to date.